Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) caused "decreased exercise tolerance". The patient also experienced dizziness and falls. The ipg remains in use. No patient complications have been reported as a result of this event.